Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic radical resection of pulmonary carcinoma procedure, the device was used to anastomose the pulmonary artery with the white reload on the third firing. There was pulsatile bleeding after removing the device. The staples malformed with irregular shapes. The total loss was unknown. There was no transfusion. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired and without any apparent damage. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted and no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.